Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, minor stains under the distal cover glass were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ureteroscope, had broken plan glass at the tube. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the determined error patterns indicate that the cause for the described issues is excessive use. Olympus will continue to monitor the field performance for this device.